Event description:
It was reported the incision was enlarged to implant a new intraocular lens, due to a patient issue. No additional information available and lens was discarded by the account.

Manufacturer narrative:
(B) (4) - the lens was discarded by the account and not returned for analysis. Lens met all manufacturing specifications prior to release. Account stated this event was not a product problem. Will continue to monitor and trend.